Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that it is taking a long time to charge the implanted neurostimulator. Caller stated that it took half an hour to go up 10% and they had to reset the controller 3 or 4 times. Caller also stated that they saw a message on the controller to call medtronic for assistance. Agent had pt reset controller and check for damage; pt saw no damage to the rtm. Agent did not have pt charge the ins since pt was in the car; pt saw the controller is 70% and the implant is 30%. Agent asked - pt stated they have tried charging the ins with stimulation on and off and it is still taking forever to charge. Pt stated they charged the ins with stimulation on last night because they were hurting so bad. Pt stated after they were out of the coma, they tried to 'get the battery to work' and they replaced it on their spine and it has been 'down hill' since then. Pt stated they had a hcp appointment maybe a month ago but did not make a big deal about this issue of the ins charging slow. The issue was not resolved. The patient was redirected to their healthcare provider to further address ins charge duration concerns. Pt stated they will document if the message appears again while recharging the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.